Manufacturer narrative:
This report will be updated should additional information become available.

Event description:
Boston scientific received information that during testing, this left ventricular (lv) lead exhibited loss of capture. Additionally, the patient experienced diaphragmatic stimulation at higher outputs. There was a concern the lead position had moved. The patient was seen at a later date for follow-up. An x-ray was performed which showed the lead had pulled back. The device was reprogrammed to right ventricular (rv) pacing only and a lead revision was planned for a later date. No adverse patient effects were reported.